Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular lead pulled back and dislodged. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement. Final analysis found a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification.